Event description:
On august 23rd patient underwent decompressive lumbar laminectomy. Drain inserted at the end of the procedure. On 8/26, drain removed at bedside and small catheter fragment was retained. Patient returned to operating room on 8/27 for removal of retained catheter fragment.